Event description:
Customer reports that he received results of 236 mg/dl, 306mg/dl, and 309mg/dl. He reports that these results were stored in the device memory as 148mg/dl, 94mg/dl, and 107mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.